Event description:
The pt was receiving antibiotics for an infected ingrown toenail. The IV was placed in the pt's lateral left wrist and secured with a statlock. Less than 24-hours after insertion, the saline lock was flushed with saline and it leaked. The dressing was removed and it was discovered that the catheter had broken away from the adapter, and was left inside the pt's vein, requiring surgical removal.

Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).